Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
Additional information has been provided. The date complaint was received by the manufacturer, 08/02/2013. The second patient was born on (B)(6) 2012. The customer took a new sample from this patient as part of an internal investigation on (B)(4) 2013. The sample was tested on a cobas e601 and a cobas e411 and the results from both analyzers were <5.00 pg/ml.

Event description:
The customer alleged they received questionable estradiol results for two patients on their e601 analyzer. The first patient's initial estradiol result was 287 pg/ml. The customer then tested a second sample form this patient drawn on the same day, but it was unclear if it was drawn at the same time. The result from the second sample was <5 pg/ml. Both results for the patient were reported outside the laboratory during the consultation with the physician. The patient samples were sent to another laboratory and tested on an e411 analyzer. The result from the first sample was 212.1 pg/ml. The result from the second sample was <5 pg/ml. On (B)(6) 2013, the second patient, a (B)(6) female, had two samples drawn simultaneously. The result from the first sample was 111.6 pg/ml. The result from the second sample was <5 pg/ml. Both results for the patient were reported outside the laboratory during the consultation with the physician. The samples were sent to the other laboratory and tested on the e411 analyzer. The result from the first sample was 106.5 pg/ml. The result from the second sample was <5 pg/ml. The patients were not harmed by this event. The estradiol reagent lot number was 172078. The expiration date was requested but not provided. A root cause could not be determined with the information provided by the customer. According to the customer, some of the sample tubes were first tested on a vitros clinical chemistry analyzer before being tested on the e601 analyzer, exactly which tubes was unclear.